Manufacturer narrative:
Unable to confirm customer problem, no problems were found with the pump becoming "hot" during operation. In addition there were no reports of any unusual messages being found in the event log. The pump passed all tests and was found to be operating properly.

Event description:
It was reported that the cadd-legacy® duodopa pump housing was found to be very hot when in operation. No patient injury reported.